Event description:
The accounts maintenance stated the head hi/low will not go down and CPR does not work on the stretcher.

Manufacturer narrative:
The accounts maintenance replaced the head gas spring to repair the stretcher.